Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified particulate matter stuck to the inside tubing wall of the patient line tubing, appearing to be pin build up from the extrusion process. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause was determined to be a manufacturing issue - extrusion defect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a homechoice automated pd set with cassette with a black piece of wire in the tubing of the cassette. The patient did not use the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.